Manufacturer narrative:
One device was returned for repair with complaint that the pump exhibited a cassette detect error. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed. When attached standard cassette, alarm cassette not attached properly appeared. Complaint was confirmed. Contamination found at downstream occlusion (dso) sensor and latch/lock area the probable cause of the reported problem was contamination. Replaced dso sensor and latch/lock.

Event description:
It was reported that the pump exhibited a cassette detect error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.